Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had vegetation. The leads were extracted and replaced with a temporary lead. The device remains in use and the system will be replaced in the future with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.